Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease fold observed, on the device. Observed, a delamination total of the plug strap disk shell (adhesive failure). Observed, an opening on radius assessed, as surgical damage. Yellow particles observed, outside of the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.